Event description:
It was reported the stimulation stopped suddenly; no falls or trauma were reported. The pt experienced a loss of therapeutic effect. The pt was seen by the health care professional. An x-ray of the entire system was ordered. The manufacturer rep checked impedances, therapy measurements and battery life; it did appear to be a system problem. It was difficult to determine the problem (pt vs device system) since the pt did not feel stimulation. It was suspected the pt may have had a flare up of her disease, which was brought on by other medical problems, including pain. The last time the pt had an abrupt cessation of stimulation, the pt was unable to walk. This time, the pt was still able to walk, although not as well as before. The pt will be monitored.